Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding and huge blood clots') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In october 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), menorrhagia ("heavy menstrual bleeding /huge blood clots"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), dyspareunia ("pain during intercourse"), abnormal weight gain ("excessive weight gain"), tooth disorder ("dental problems"), fatigue ("chronic fatigue"), migraine ("chronic migraine"), hypoaesthesia ("numbness of feet"), shock ("brain shocks"), paraesthesia ("tingling of feet"), depression ("depression"), anger ("anger issues"), mood altered ("extreme moodiness") and amnesia ("memory loss"). The patient was treated with surgery (ablation). At the time of the report, the genital haemorrhage, pelvic pain, menorrhagia, back pain, abdominal pain, abdominal distension, dyspareunia, abnormal weight gain, tooth disorder, fatigue, migraine, hypoaesthesia, shock, paraesthesia, depression, anger, mood altered and amnesia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, amnesia, anger, back pain, depression, dyspareunia, fatigue, genital haemorrhage, hypoaesthesia, menorrhagia, migraine, mood altered, paraesthesia, pelvic pain, shock and tooth disorder to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media. The case was upgraded from non-serious incident to serious incident. Events" genital hemorrhage, migraine, hypoesthesia, anger, shock, paraesthesia, depression, mood altered, amnesia¿ were added. Reporter was added. Previously reported event" pelvic pain" seriousness criterion was updated to non-serious. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding and huge blood clots') in a 25-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), menorrhagia ("heavy menstrual bleeding /huge blood clots"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), dyspareunia ("pain during intercourse"), abnormal weight gain ("excessive weight gain"), tooth disorder ("dental problems"), fatigue ("chronic fatigue"), migraine ("chronic migraine"), hypoaesthesia ("numbness of feet"), shock ("brain shocks"), paraesthesia ("tingling of feet"), depression ("depression"), anger ("anger issues"), mood altered ("extreme moodiness") and amnesia ("memory loss"). The patient was treated with surgery (ablation). At the time of the report, the genital haemorrhage, pelvic pain, menorrhagia, back pain, abdominal pain, abdominal distension, dyspareunia, abnormal weight gain, tooth disorder, fatigue, migraine, hypoaesthesia, shock, paraesthesia, depression, anger, mood altered and amnesia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, amnesia, anger, back pain, depression, dyspareunia, fatigue, genital haemorrhage, hypoaesthesia, menorrhagia, migraine, mood altered, paraesthesia, pelvic pain, shock and tooth disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.